Event description:
It was reported the device was used during a laparoscopic sigmoid colon resection. It was reported the ecs25 was fired by the resident. The surgeon and resident were testing the anastomosis by injecting betadine through the anus and clamping the upper left colon. At this time the surgeon noticed betadine leaking in the lower pelvis near the anastomotic site. Upon closer inspection he noted a 1 cm "hole" near the anastomotic site. The rep observed that the "hole" was longitudinal versus running along the horizontal staple line. The rep was present during the procedure and he noticed that the resident dialed the device down to the 1.0 setting. The rep remarked that the device was dialed down tightly. The resident said that it felt fine. The resident fired the device properly. The resident then opened the device properly but pulled the device straight back to remove without "fishtailing" the device. At this time, the surgeon and rep stopped the resident. The surgeon instructed the resident to turn the device to remove and the device came out. When the surgeon discovered that the anastomosis leaked, he made a small abdominal incision and repaired the otomy in the rectum (suture was used for the repair). This extended surgery approx 45 mins. The pt is doing well. The rep was speaking to the surgeon after the case and when he went to obtain the device, the nurse had thrown the device away.